Event description:
Additional information was received, it was reported lead fracture was determined by process of elimination. Leads were lined up properly in the header at replacement. Overtime, the impedances rendered the lead unusable.

Manufacturer narrative:
Continuation of d10: product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2025, product type lead. Product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). System explanted due to high impedance on both leads. Ipg replaced at physicians discretion. The cause was lead fracture. The system was replaced. Patient doing well. The explanted devices were discarded.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6)2025 product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 21-may-2013, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(6), ubd: 28-may-2013, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.